Event description:
It was reported that the patient received emergency room treatment for hypoglycemia. The patient stated that he inadvertently administered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned animas for evaluation. The patient reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence.